Manufacturer narrative:
Analysis of the subject device revealed that the microdelivery catheter was stretched and partially separated on its proximal shaft at 53.8cm from its proximal end. The stabilizer was also separated at 74.0cm from its proximal end. No other anomalies were observed on the stabilizer and microcatheter. The stent was in the microdelivery catheter in its intended location. The stent was examined and found conforming to its visual specifications. The observed damages on the returned device are indicative of stent deployment friction, and excessive user force likely account for the observed damages to the returned device. The root cause of high friction during stent deployment cannot be definitely determined. Identified possible causes of high friction are: highly tortuous anatomy; inadequate flush and manufacturing defects in stent loading. However, the device history record confirmed that the device met all material, assembly and performance specification. There is no indication of misuse, user error or mishandling on the part of the end user. Additional information obtained indicated that resistance during advancement of the system was experienced. The patient's tortuosity was considered only moderate and not likely contributory to the reported issued. Therefore, based on investigation results and information available, a root cause cannot be determined.

Event description:
Device analysis found the microdelivery catheter was partially separated on its proximal shaft. There was no reported clinical consequence to the patient.